Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous antebrachial shunt. A 5.0 x 40, 75cm mustang¿ balloon was selected to dilate the target lesion. There was no kink on the device prior to use and there was no resistance during the procedure. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated prior to return. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified at balloon transition zone immediately distal to the proximal balloon sleeve. A further microscopic examination found a small (<1mm) horizontal slit extending distally along the balloon material. This damage is consistent with the balloon material encountering a sharp object. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous antebrachial shunt. A 5.0 x 40, 75cm mustang¿ balloon was selected to dilate the target lesion. There was no kink on the device prior to use and there was no resistance during the procedure. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.